Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: danielle piper, ayman a. Qatawneh, andrew grazette, ross fawdington, paul fenton, julian cooper, distal locking screw migration in the depuy-synthes retrograde femoral nail-advanced¿an unexpected consequence of an implant upgrade, injury, 2025, 112265, issn 0020-1383, https://doi.org/10.1016/j.injury.2025.112265. (Https://www.sciencedirect.com/science/article/pii/s0020138325001251). Objective/methods/study data: the aim of this study is to present the prospectively collected experience of the first 65 patients treated with this new implant design highlighting a higher-than-expected incidence of distal locking screw migration (primarily backout). Between march 2022 and february 2023, a total of 65 patients (44 female and the rest were male) with a mean age at the time of first surgery was 70.2 years with a median of 75 years were included in the study. These patients were treated with rfna. Following revision, no further screw migrations occurred, and the fracture has united. Taking into account these cases, there was a total of 67 rfna nails implanted with 68 locking episodes. Follow-up were unknown. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: synthes rfna. Adverse event(s) and provided interventions possibly associated with unk - screws: nail locking (qty 18). 4 cases of distal transverse screws migrated. 2 cases of proximal transverse screws migrated. 5 cases of medial oblique screws migrated. 5 cases of lateral oblique screws migrated. 1 case of screws with condylar nuts migrated. 1 case of screws with washers migrated. Adverse event(s) and provided interventions possibly associated with unk - nails: rfna (qty 25). 11 cases of nail with 5° bend nail migrated. 1 case of nail with locking attachment washer (law) migrated. 2 cases of nail with 0 end cap (properly seated) migrated. 10 cases of nail with other or no end cap migrated. 2 cases of nail with adjunct plate migrated. Adverse event(s) and provided interventions possibly associated with unk - constructs: rfna (qty 1). 1 patient had revision for presumed infection, however multiple tissue samples showed no growth on extended culture.